Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a mid 70¿s-year-old male patient estimated 85-95kg weight underwent an atrial fibrillation (afib) ablation procedure with a unknown smart touch bidirectional. The patient suffered a cardiac tamponade requiring a pericardiocentesis. It was reported that pulmonary vein isolation (pvi) procedure was underway, upon near completion of left sided wide area circumferential ablation, it was noted that the patients blood pressure (bp) and heart rate had dropped (approx. 120/60 > 100/40 and 51bpm to 38bpm). This was associated with the patient feeling mildly lightheaded. As a response the operator/consultant in charge requested backup coronary sinus pacing via coronary sinus (cs) catheter as it was believed that the patient was having a vagal response. The patient¿s condition improved with back up pacing and was conversing with the lab staff. Upon completion of the left wide area circumferential ablation (waca), the operator decided to pause the procedure and request an echocardiogram out of caution. When the echo was performed an anterior pericardial effusion was noted. The case was then abandoned, and a pericardial drain was performed by a consultant interventionalist. The patient was comfortable and stable throughout the event. The patient was taken to critical care unit (ccu) for monitoring, the patient underwent cardiac surgery due to a continuing effusion. They were unable to obtain product code and lot/batch/exp. The product was not used in a clinical trial. The event happened during a procedure, they were in the procedure at the time of the event. Patient received pericardial drain and later cardiac surgery. Case abandoned and pt. Taken to intensive therapy unit (itu). There was no reported evidence of steam pop. Physician could not offer some concrete opinion regarding the cause. All parameters of devices were set to normal ranges. Patient under local anesthesia for 2 hours. Transseptal puncture was performed in this case. Patient was in good condition for the previously reported cardiac surgery that was provided due to the continuing effusion. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.